Event description:
It was reported that the patient was experiencing a lack of pain relief. The patient underwent an explant procedure wherein the entire spinal cord stimulator system was removed. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 2000019545/18940921.